Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml morphine at an unknown dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that no signs and symptoms were reported and the patient wanted the pump moved to the back for comfort issue. No problems were noted with the catheter. The catheter was replaced and the pump was relocated to the back side because of patient comfort issues with the previous abdominal placement. The issue was resolved at the time of this report and the patient's status was "alive - no injury". The catheter was discarded. No further complications were expected or anticipated.